Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file. The submitted log file spanned approximately 5 days (B)(6) 2020 to (B)(6) 2020 per the timestamp). Atypical no external power events were observed on (B)(6) 2020 from 21:28:27 to 21:28:30 while the device was connected to a mobile power unit (mpu) due to both black and white lead voltages diminishing to to ~1v. This is consistent with a loss of ac power. The backup battery was able to supply power to the controller until power was restored. The alarm resolved on its own. No other notable event was observed. The mpu, serial (B)(4), was not returned for analysis and remains in use. Although the clinical team stated the patient disconnected both power cables, the no external power alarm was determined to be a loss of ac power while the controller was connected to the mpu. A root cause for the loss of ac power was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was originally reported that the patient had a loss of ac power while on the mpu. The site confirmed on (B)(6) 2020 that the patient performed a double disconnect. During further investigation it was found that there was no record of a double disconnect on the log file, only a loss of ac power. A follow up with the site in regards to the new information was sent, a response on (B)(6) 2020 indicated that the patient did not unplug the mpu from the wall.